Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the biliary during an endoscopic biliary sphincterotomy procedure performed on (B)(6) 2021. During the procedure, it was noticed that, both the direction of the catheter tip and the cutting wire of the autotome rx 44 were incorrect when it exited the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length was twisted in several locations including the distal section. In addition, the working length was torn at the distal section (torn from guidewire channel.) These visual evaluations are consistent to the findings when the device was observed under magnification. A functional evaluation noted that the device was able to bow correctly when tested both outside and inside the scope; however, it was noticed that the cutting wire was not aligned due to twisted working length. No other problems with the device were noted. The reported complaint was confirmed. Upon analysis, it was found that the working length was twisted. Based on the condition of the device, the problem found could have been caused by the manipulation of the device or due to the interaction with the endoscope or with other devices, also after rotation of the handle to obtain a correct tip orientation. Additionally, it was found that the working length was torn. This condition could have been caused by most likely the guidewire was in placed and it was pulled out through the catheter wall tearing the working length at distal section. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the biliary during an endoscopic biliary sphincterotomy procedure performed on (B)(6) 2021. During the procedure, it was noticed that, both the direction of the catheter tip and the cutting wire of the autotome rx 44 were incorrect when it exited the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.